Manufacturer narrative:
The unit was unable to be tested for no button response due to a blank screen. The unit was received with moisture damage on the electronic stack and on the motor. The self test, unexpected restart error teest, displacement test, rewind test, basic occlusion test, occlusion test, operating currents test, prime/compromised force sensor system error test, off no power test, and excessive no delivery test could not be performed due to the blank display. The following physical damage was also noted: cracked reservoir tube lip, minor scratches on the display window, cracked casing at a display window corner, and cracked casing at the battery tube threads.

Event description:
The customer reported via phone call that his insulin pump has water damage, unresponsive buttons, and an initialization loop. The patient's blood glucose at the time of incident was 115 mg/dl. The customer wore the device into a pool and received an unexpected restart error message. The customer removed the battery and re-inserted it but the buttons became unresponsive and the insulin pump continued to reinitialize unexpectedly. Troubleshooting could not occur due to the device issues. The insulin pump was returned for analysis and a replacement device was shipped to the customer.